Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer¿s blood glucose was 115 mg/dl. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. The customer reported the insulin pump was squirting out insulin during the prime process. The pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded (moisture damaged) the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. The motor was tested outside of the device and failed due to corroded motor home switch. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.